Event description:
It was reported that during a vats lobectomy procedure, the device fired only one side of staples across the pulmonary vein. A mini thoracotomy was performed to use sutures to stop the bleeding. No blood transfusion was required. There was no pt consequences.

Manufacturer narrative:
D4:other = batch number.